Event description:
It was reported that during a tibial fixation, the biorci-ha screw broke. A tibia drill bit of 9mm was used for preparing the site and the insertion site was cleared by a shaver blade before the deployment of the screw. The screw was removed with forceps and there was no material retained in the patient's body. The procedure was completed without surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported and patient status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device's package with its identification information, and the broken screw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, off-axis insertion, or improper preparation of the insertion site. Based on this investigation, the need for corrective action is not indicated.